Event description:
Vns pt was explanted due to infection. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.

Event description:
It was reported that the pt had also experienced wound dehiscence. The most likely cause of the infection would be the wound breakdown (dehiscence). It is unk if the pt contributed to the wound dehiscence because the requested add'l info was not provided by the treating physician.